Event description:
Additional information was received that the device was reprogrammed to resolve this event.

Event description:
It was reported that the patient experienced inappropriate antitachycardia pacing (atp) in response to their intrinsic rhythm which triggering the discriminator and therapy. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable and will continue to be monitored.